Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 186 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent response due to corroded keypad traces. No button error alarms note during testing. The device had minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.